Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicm5_13.7 implantable collamer lens, -14.0 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was exchanged for a shorter lens due to excessive vaulting on the same day. As of the date of MDR submission, the lens has been returned, but not yet evaluated.

Manufacturer narrative:
The lens was returned dry in a small vial. Visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of clear residue and debris on the lens. (B)(4).